Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had short run of ventricular tachycardia (vt). The episode was reviewed and confirmed a nonsustained vt episode of approximately 4 beats with a couple beats below the rate cut off. All diagnostics were good and measurements were within range, however it was noted that high out of range shock impedance measurements were previously detected. Since the last in-office device check measurements have remained within range. The device was subsequently explanted due to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). This lead remains in service with the newly implanted device with acceptable shock impedance measurements. No adverse patient effects were reported.